Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away on (B)(6), 2026. An initial review of device data showed this crt-d exhibited seven ventricular arrythmia episodes. Technical services (ts) reviewed the episodes and confirmed there was functional undersensing due to a fractionated rhythm with bigger and smaller amplitudes. During the second episode, anti-tachycardia pacing (atp) was delivered but didn't break the rhythm, and the patient came out of the arrythmia on their own. During the third episode, the patient fell back into the arrythmia and due to undersensing of the agonal rhythm, the device didn't provide therapy. However, the patient came out of the arrythmia again on their own. During the fourth episode, the patient entered the arrythmia again, and a shock was provided which broke the rhythm. After the shock was provided, ts suspected there was a loss of capture. In the following episodes, the patient fell back into the rhythm, and due to undersensing, the device didn't provide therapy. Ts suspected the patient passed away approximately two hours after the arrythmia episodes based on review of the presenting electrogram (egm). At this time, this crt-d remains in situ. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away on (B)(6) 2026. An initial review of device data showed this crt-d exhibited seven ventricular arrythmia episodes. Technical services (ts) reviewed the episodes and confirmed there was functional undersensing due to a fractionated rhythm with bigger and smaller amplitudes. During the second episode, anti-tachycardia pacing (atp) was delivered but didn't break the rhythm, and the patient came out of the arrythmia on their own. During the third episode, the patient fell back into the arrythmia and due to undersensing of the agonal rhythm, the device didn't provide therapy. However, the patient came out of the arrythmia again on their own. During the fourth episode, the patient entered the arrythmia again, and a shock was provided which broke the rhythm. After the shock was provided, ts suspected there was a loss of capture. In the following episodes, the patient fell back into the rhythm, and due to undersensing, the device didn't provide therapy. Ts suspected the patient passed away approximately two hours after the arrythmia episodes based on review of the presenting electrogram (egm). At this time, this crt-d remains in situ. No additional adverse patient effects were reported. Additional information was received from the field. The patient was in the process of active dying. No allegations were received against the device.

Manufacturer narrative:
Additional information added to b5.